Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2012117. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. Through examination of the picture, a plastic piece was observed inside the syringe. The plastic piece was identified as a broken tip from another syringe which was broken during the primary assembly process and ended up inside the reported sample. The broken syringe was determined to have resulted within the assembly process in the stack of the barrel feeder.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china contained foreign matter. The following information was provided by the initial reporter: "there is a foreign matter in the injection barrel. The sample needs to be returned.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china contained foreign matter. The following information was provided by the initial reporter: "there is a foreign matter in the injection barrel. The sample needs to be returned."